Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and bs-polyform was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological surgery on an undisclosed date and an mesh was placed into the patient¿s body. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date a mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4).